Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was caught in package seal , partly stuck out under tyvek. Therefore, a new kit was opened.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one unopened cs-04400 kit for evaluation. The distal end of the catheter was found to protrude past the outer edge of the tray. When the lidstock was pulled back, it was identified that the tray seal was incomplete due to the catheter's placement during sealing. A device history record review was performed with no relevant findings. The customer reported issue of the catheter protruding from the tray was confirmed during the complaint investigation. The distal end of the catheter was found to protrude past the outer edge of the tray. When the lidstock was pulled back it was identified that the tray seal was incomplete due to the catheter's placement during sealing. The probable cause of this issue is packaging related. A non-conformance request has been initiated to further investigate this complaint issue.

Event description:
It was reported that the catheter was caught in package seal, partly stuck out under tyvek. Therefore, a new kit was opened.